Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. Device download data revealed that the patient was treated six times during the event. The patient was in a skilled nursing facility. At 00:12:37 the patient's rhythm degraded to asystole with intermittent cardiac activity. Between 00:53:38 and 00:58:00 the patient was treated six times by the lifevest. The first treatment delivered a high energy pulse (179j) due to a lower than anticipated patient impedance (18 ohms). The patient was in asystole at the time of the lifevest treatments. Oversensing of the low-amplitude cardiac input signal and intermittent cardiac activity contributed to the false detections. Asystole is considered a non-treatable rhythm. The lifevest electrode belt was disconnected at 00:59:22. There is no indication that the lifevest treatments caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments.